Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone indicating sensor glucose versus blood glucose difference. The customer's blood glucose reading was 72 mg/dl while her sensor glucose reading was 52 mg/dl. The customer was advised that the sensor glucose versus blood glucose difference is within acceptable range. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer stated that the way she sleeps can cause an issue. The customer was advised to upload to carelink and call back to have us view her reports.